Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl, cause was unknown. Reportedly, the customer required assistance from emergency medical technician to address bg level with glucophage and was treated intravenously with saline. Recommendation was made to consult with a healthcare provider to discuss diabetes management.